Manufacturer narrative:
Correction made to a1: patient identifier: jd (previously submitted as unknown) additional information: d9, h3, h6. H10: the device (patient connector, tubing and a white clamp only) was received for evaluation attached to the transfer set. A visual inspection was performed with the naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The connection between the female connector and amia patient connector was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia automated pd set with cassette could not be disconnected from the female connector of a peritoneal dialysis (pd) transfer set. This connection issue was observed while attempting to disconnect the patient from pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.